Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver had a broken wire. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken wire was identified during the procedure. The instrument was inspected prior to use with no damage observed. It was not mentioned if there was any instrument collision. The issue was not related to the opening/closing of the grips. However, it was unknown if there was any issue related to the horizontal or vertical movement of the grips and wrist. There was no fragment fall into the patient and no injury to the patient.